Manufacturer narrative:
The previous report incorrectly captured the reported event as a product problem, and other as the outcomes attributed to ae. The event is a serious injury. Corrections have been made to the form box b: both, and the outcomes attributed to ae as other, typer of reported complaint as serious injury, and health impact grid as serious injury/illness/impairment.

Manufacturer narrative:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP.the manufacturer received information alleging visualization of black particles in the humidifier. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error code found and during the evaluation secondary findings were observed the third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP.the manufacturer received information alleging visualization of black particles in the humidifier.there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.